Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite and confirmed the reported issue. The unit needs a new pcb (printed circuit board). A new pcb was ordered for replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed transducer fault. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.